Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. During a procedure involving an opticross hd imaging catheter, the catheter became separated outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device detachment occurred. During a procedure involving an opticross hd imaging catheter, the catheter became separated outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.